Event description:
The customer reported a "speaker malfunction inop". No pt harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.